Event description:
Asr revision; asr resurfacing - right; reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
18 nov 2015 - update - rcvd conf from kennedys with patient name.

Manufacturer narrative:
Asr revision, asr resurfacing - right, reason(s) for revision: unknown. On 13 oct 2015 - update - added manu and exp dates of products - kf 12/11/2015. On 18 nov 2015 - update - rcvd conf from (B)(6) with patient name - added - kf 19/11/2015. Update 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 06, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Udpate 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 06, 2017.